Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the screws were missing. The width plate screws were replaced. Additional unrelated repairs were performed and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that prior to surgery start, when the set was opened, it was discovered that 2 screws were missing from the air dermatome. The event date remains unknown. There was no report of harm or delay as there was no patient involvement. An alternate device was available to complete the procedure. Diligence is complete. No additional information is available.